Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Concomitant medical products: 1888tc-52 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the guidewire could not be advanced through the implantable pacing lead. A different lead was implanted. No patient complications have been reported as a result of this event.